Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supracervical hysterectomy(uterus only)/hysterectomy (partial) and undergo a partial hysterectomy for removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown and the abdominal pain, genital haemorrhage, dyspareunia, back pain, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal bleeding, abdominal and back pain, and dyspareunia, among other symptoms. Patient has been left with serious injuries diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: test was done. Most recent follow-up information incorporated above includes: on 13-may-2019: new pfs received. Reporter information and dob was updated. New events: abnormal bleeding (vaginal and menorrhagia) and vaginal pain was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure hysteroscopic sterilization concomitantly". The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supracervical hysterectomy(uterus only)/hysterectomy (partial)/failed ablation and undergo a partial hysterectomy for removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown and the abdominal pain, genital haemorrhage, dyspareunia, back pain, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal bleeding, abdominal and back pain, and dyspareunia, among other symptoms. Patient has been left with serious injuries only one essure was placed in the left ostium and four trailing coils were noted. The patient has had history of previous right salpingo-oophorectomy and therefore an essure was not placed in the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: test was done. Imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure hysteroscopic sterilization concomitantly". The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)/hysterectomy (partial)/failed ablation and undergo a partial hysterectomy for removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown and the abdominal pain, genital haemorrhage, dyspareunia, back pain, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal bleeding, abdominal and back pain, and dyspareunia, among other symptoms. Patient has been left with serious injuries only one essure was placed in the left ostium and four trailing coils were noted. The patient has had history of previous right salpingo-oophorectomy and therefore an essure was not placed in the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: test was done. Imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received event "medical device monitoring error was added due to novasure endometrial ablation and essure hysteroscopic sterilization were performed concomitantly. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure hysteroscopic sterilization concomitantly". The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supracervical hysterectomy(uterus only)/hysterectomy (partial)/failed ablation and undergo a partial hysterectomy for removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown and the abdominal pain, genital haemorrhage, dyspareunia, back pain, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal bleeding, abdominal and back pain, and dyspareunia, among other symptoms. Patient has been left with serious injuries . Only one essure was placed in the left ostium and four trailing coils were noted. The patient has had history of previous right salpingo-oophorectomy and therefore an essure was not placed in the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: test was done. Imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a partial hysterectomy for removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, back pain, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal bleeding, abdominal and back pain, and dyspareunia, among other symptoms. Patient has been left with serious injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.